Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment revealed that the device did not run when power was applied. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery reciprocator device had ¿no power¿ even when ¿tested with other batteries¿. It was unknown to the reporter if the device was used in surgery. It was reported that there was no patient/user injury; there was no report of prolonged hospitalization or medical intervention. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.